Event description:
It was reported that the electrogram (egm)s were flat. Upon review, it was noted t-waves oversensing in all channels. Currently this cardiac resynchronization therapy pacemaker (crt-p) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the evidence suggests data issue. If this malfunction were to recur, it would not likely cause/contribute to serious injury or death as there is no evidence to suggest that therapy was impacted.

Event description:
It was reported that the electrogram (egm)s were flat. Upon review, it was noted t-waves in all channels. Upon review, no oversensing was observed, which was most likely data display. Normal sensing and capture was confirmed. Currently this cardiac resynchronization therapy pacemaker (crt-p) remains in service and no adverse patient effects were reported.